Event description:
It was reported that the tip of the impactor fractured in two. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Add'l product code: phx. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10 visual examination of the returned product confirms the impactor pad has fractured and all the pieces were returned. Cosmetic inspection also found strike marks, scratches, nicks and wear marks. Fracture analysis findings: possible rib markings or striations are visible. Hackle marks and river lines are present. These fracture surface artifacts suggest a possible fatigue or slow crack growth initiation culminating in overload fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.